Event description:
It was reported that arteriotomy closure of the moderately calcified right common femoral artery was attempted with proglide devices, using the pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide devices had a cuff miss. The sutures of a second proglide device were successfully preplaced using the pre-close technique. The third and fourth proglide devices had suture breaks. The sutures of two additional proglide devices were successfully preplaced prior to the evar procedure. The sheath was upsized to 21f and the evar procedure was completed. Hemostasis was achieved with the preplaced sutures of the second, fifth and sixth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cuff miss/suture retrieval issue incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are filed under separate medwatch MFR numbers.